Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored; all operating currents tested are within specification range. No unexpected battery out limit alarms noted. The insulin pump passed prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted and the motor tested ok. The insulin pump has cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.

Event description:
It was reported that the insulin pump alarmed motor error after a battery out limit alarm. The blood glucose reading was 200 mg/dl. The customer stated that the insulin pump went through an x-ray machine. Advised replacement of the insulin pump. Nothing further reported.